Event description:
A discrepant calcium (ca) result was generated by the dimension vista 500 system for a single patient sample. The result was released from the laboratory and questioned by the physician. The sample was retested on the same instrument and yielded a result within expectations. There were no reports of adverse health consequences or known patient intervention due to the discordant calcium result.

Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc). After reviewing the instrument data, the tsc determined that the cause of the event is unknown. There were no other issues with other samples. The instrument is performing within specifications. No further evaluation of the device is required